Event description:
It was reported that the patient presented for a routine follow up in clinic. It was noted upon interrogation that capture thresholds were high and sensing had dropped on the right ventricular (rv) lead. Dislodgement was confirmed via imaging. The rv lead was explanted and replaced. The patient was stable.